Manufacturer narrative:
(B)(4). The motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed the displacement test, the self test and the unexpected restart error test. The insulin pump passed all the operating currents that were tested within the specifications range and passed the off no power test. The insulin pump was received with a broken battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, cracks on the display window, and minor scratches on the display window, as noted by analysis. The drive support cap was inspected by analysis and no anomaly was noted.

Event description:
(B)(4). Initial notes: cust called and stated she is having pump problems. Cust stated she doesn't think her pump is working correctly she keeps getting a motor error. Inquired what led up to the complaint. Customer response: cust stated she was high and was getting motor errors. Motor error/e70 past event t/s per (B)(4). Explained alarm and possible causes. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports the drive support cap appears normal (slightly indented). Inquired if the pump has been exposed to high magnetic field. Found: not that cust is aware of . Customer did not report an e70 alarm. Details of activity during which alarm occurred: basal . Customer was able to complete pump rewind. Pump alarm hx contains more than one motor error alarm within the last 30 days. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back up plan, per hcp instructions. Advise to return pump with battery and zero out basal rate(s). Explained the oow rpl policy. Explained the interaction aftercare email. Customer's outcome pertaining to the complaint: replacing pump. Additional notes: cust stated bg has been running much higher than usual. Cust stated issue with pump started on the (B)(6) and her bg kept climbing. Cust stated each time she got a high it was when she had the motor error. Ship: 1 pump / return: 1 pump.